Event description:
Event description guidant received information that during the implant of the implantable cardioverter defibrillator (ICD), platelet glue was used on the epicardium immediately following the implant of the epicardial leads. It was further reported that the lv and la leads lost capture one hour post implant.